Manufacturer narrative:
(B)(4) . Date sent: 1/12/2022. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device batch number 26803, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/24/2025. Additional information received: event details. Start date: (B)(6) 2022. Alert date: (B)(6) 2025. Country of event: us. Model: lxmc16. Device lot number: 26803. Date of surgery: (B)(6) 2021. Adverse event term: nstemi. Patient details. Patient identifier: (B)(6). Site country name: united states. Sex: female. Age (at time of consent): 75 years. Additional event details: site awareness date: 21 apr 2025. End date: (B)(6) 2022. Severity: severe. Is the adverse event serious? Yes. Death: no. Date of death: blank. Life-threatening illness or injury: no. Permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: yes admission date: (B)(6) 2022. Discharge date: (B)(6) 2022 resulted in medical or surgical intervention: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: not related relationship to primary study procedure: not related if related to the procedure, indicate which procedure the event is related to: blank. Intervention/treatment: none: no. Dilation performed: no. Indicate type of dilation? Blank. Date of dilation: blank. Diagnostic intervention: no. Diagnostic imaging: no. Drug therapy: no. Observation: no. Linx explant: no. Other surgical intervention: yes. Other intervention/treatment: yes. If other specify: des x2 and treatment with dapt. Outcome: recovered/resolved. According to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: n/a did this event result in the patient¿s discontinuation of the study? No. New log line: 3. Event details: start date: (B)(6) 2023. Alert date: (B)(6) 2025. Country of event: us. Model: lxmc16. Device lot number: 26803. Date of surgery: (B)(6) 2021. Adverse event term: dysphagia. Patient details: patient identifier: (B)(6). Site country name: united states. Sex: female. Age (at time of consent): 75 years. Additional event details: site awareness date: 15 dec 2023. End date: (B)(6) 2023. Severity: mild. Is the adverse event serious? No. Death: no. Date of death: blank. Life-threatening illness or injury: no. Permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank discharge date: blank resulted in medical or surgical intervention: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: possible relationship to primary study procedure: possible if related to the procedure, indicate which procedure the event is related to: index. Intervention/treatment: none: no. Dilation performed: yes. Indicate type of dilation? Mechanical. Date of dilation: (B)(6) 2023. Diagnostic intervention: no. Diagnostic imaging: no. Drug therapy: no. Observation: no. Linx explant: no. Other surgical intervention: no. Other intervention/treatment: no. If other specify: blank. Outcome: recovered/resolved. According to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: n/a did this event result in the patient¿s discontinuation of the study? No. New log line: 4. Event details: start date: (B)(6) 2025. Alert date: (B)(6) 2025. Country of event: us. Model: lxmc16. Device lot number: 26803. Date of surgery: (B)(6) 2021. Adverse event term: upper gi bleed. Patient details patient identifier: (B)(6). Site country name: united states. Sex: female. Age (at time of consent): 75 years. Additional event details: site awareness date: 21 apr 2025. End date: (B)(6) 2025. Severity: severe. Is the adverse event serious? Yes. Death: no. Date of death: blank. Life-threatening illness or injury: no. Permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: yes admission date: (B)(6) 2025. Discharge date: (B)(6) 2025 resulted in medical or surgical intervention: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: not related relationship to primary study procedure: not related if related to the procedure, indicate which procedure the event is related to: blank. Intervention/treatment: none: no. Dilation performed: no. Indicate type of dilation? Blank. Date of dilation: blank. Diagnostic intervention: no. Diagnostic imaging: no. Drug therapy: no. Observation: yes. Linx explant: no. Other surgical intervention: no. Other intervention/treatment: yes. If other specify: 2 unit pcbc, observation while on home prescription of dapt. Outcome: recovered/resolved. According to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: n/a did this event result in the patient¿s. Discontinuation of the study? No.

Manufacturer narrative:
(B)(4). Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: (B)(6) medical center. Sex: female. Age (at time of consent): (B)(6). Model: lxmc16 device lot number: 26803 date of surgery: (B)(6) 2021. Adverse event term: food getting stuck in esophagus. Site awareness date: (B)(6) 2021. Severity: mild. Intervention/treatment: dilation performed: yes. Indicate type of dilation? Mechanical. Date of dilation: (B)(6) 2021. Diagnostic imaging: yes.

Event description:
It was reported via clinical trial patient experienced food getting stuck in esophagus. The event was not related to the study device.